Event description:
It was reported that the patient missed their pump refill appointment and experienced withdrawal symptoms secondary to an empty pump reservoir. Device interrogation on (B)(6) 2013 revealed an empty reservoir alarm occurred. The patient was also reprogrammed/refilled/bolused on (B)(6) 2013. The empty reservoir was related to the device or therapy, and was not related to the implant procedure. The medications infused were dilaudid, bupivacaine, baclofen, and clonidine. The event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).